Manufacturer narrative:
The reported event of bad lead parameters at implant was not confirmed. Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a device implant procedure. During the procedure, it was noted that the right ventricular lead exhibited high capture thresholds and high r-wave amplitude. The lead was removed and replaced in the same procedure on (B)(6) 2021. The patient was stable.